Event description:
It was reported that during a low anterior resection procedure, the device fired an incomplete staple line. As a result, the surgeon created a temporary colostomy. There were no other reported patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.